Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous mid right coronary artery. This 20mm x 2.00mm apex monorail was selected and advanced to treat the target lesion, however, the balloon ruptured at 8atms upon the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous mid right coronary artery. This 20mm x 2.00mm apex monorail was selected and advanced to treat the target lesion, however, the balloon ruptured at 8atms upon the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An attempt was made to inflate liquid into the balloon, a pinhole leak was noted over the proximal edge of the distal markerband. A detailed examination of the balloon material and distal markerband could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).